Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to elevated blood glucose levels after an unspecified duration of pod wear. The patient stated that the controller was stuck on update automatically at 14% to 28% and would not deliver insulin. The patient¿s blood glucose values were reported to have reached approximately 600 mg/dl. Reported symptoms included ¿mental consul¿, dehydration, and ¿fires¿. The patient did not provide any diagnosis or treatment from hospitalization. The patient did state that they would not be released from the hospital until their controller was working normal again. As of (B)(6) 2026 the patient was still in the hospital. No further information was available, supplemental report will be provided if additional information is later received.

Manufacturer narrative:
Updated b3 - date of event from 4/23/2026 to 04/22/2026 updated b5 - describe event or problem was updated with the date of hospitalization (B)(6) 2026, all other information stayed the same.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on an unspecified date, due to elevated blood glucose levels after an unspecified duration of pod wear. The patient stated that the controller was stuck on update automatically at 14% to 28% and would not deliver insulin. The patient¿s blood glucose values were reported to have reached approximately 600 mg/dl. Reported symptoms included ¿mental consul¿, dehydration, and ¿fires¿. The patient did not provide any diagnosis or treatment from hospitalization. The patient did state that they would not be released from the hospital until their controller was working normal again. As of (B)(6) 2026 the patient was still in the hospital. No further information was available, supplemental report will be provided if additional information is later received.